Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a nerve ablation procedure, the generator's channel [x] temperature rose too slowly. The procedure was cancelled, and there were no adverse consequences to the patient.

Manufacturer narrative:
One ionicrf¿ generator was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. A functional test of the returned device confirmed user defined setpoint temperatures were successfully achieved on all ports with no error messages displayed. Both temperature and impedance feedback values were as anticipated for the testing performed. Review of the system logs confirm the reported event occurrence on (B)(6) 2021 however, the field reported issue was unable to be reproduced. The returned ionic radio frequency generator was released to triage for disposition.